Manufacturer narrative:
Date of event is estimated. E1:reporter phone number: (B)(6).

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. The ipg was deemed inoperable. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.